Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with a 6f non-bsc introducer sheath via the right femoral artery. The 90% stenosed target lesion was an in-stent restenosis of a previously implanted non-bsc stent located in the moderately tortuous right superficial femoral artery (sfa). After crossing a non-bsc guide wire, a 4.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 4x4 sterling balloon catheter. No patient complications were reported and the patient's status was good.